Manufacturer narrative:
Lot number of device used by patient is unknown; manufacturer is unable to perform product evaluation.

Event description:
Our office reported that a female patient experienced red eye, discomfort, and foreign body sensation with her use of complete mositureplus. Patient consulted a doctor and was diagnosed with keratitis. Patient was treated with an antibiotic and has recovered.